Event description:
Affiliate reported that the surgeon was unsuccessful in programming the device, when trying to decrease the pressure setting from 120mmh2o. In addition, the distal catheter migrated and the device need to be replaced. The product was implanted in 2003 and replaced in 2009.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.